Manufacturer narrative:
Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 1484317 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review there is no information if the device will be returned for analysis in the device analysis laboratory. A review of the current risk documents was performed in chl-bi family (v14.0), and the event of bia-alcl is a known hazard for breast implants. Per evaluation performed in this investigation and, based on the coding matrix for medical devices and human tissue qpp07-01-003-g17 (v3.0) this code is classified as medical event; also, according to the procedure qpp07-01-003-w37 (v3.0) this event is not classified as a potential high impact complaint, therefore this case is not confirmed as high impact complaint, and no further actions are required at this time. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma-alcl will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Healthcare professional reported left prosthesis with abundant periprosthetic fluid and solid debris inside, without enhancement, already punctured with the presence of atypical cells. Cd30 intensly positive. Pathological marker cd30+ has been received. Pathological marker alk- has not been received. Device remains implanted.

Manufacturer narrative:
Continued g2 (other report source): spanish agency for medicines and health products. A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma-alcl-suspected and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected and seroma.

Event description:
Healthcare professional reported left prosthesis with abundant periprosthetic fluid and solid debris inside, without enhancement, already punctured with the presence of atypical cells. Cd30 intensly positive. Pathological marker cd30+ has been received. Pathological marker alk- has not been received. Device remains implanted.